Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3 failed and displayed error device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height drawer 3 failed. A field service engineer (fse) found that full height drawer 3 had failed. The fse inspected the station and isolated the issue to a defective drawer controller board, replaced the drawer controller board, and confirmed normal operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.